Manufacturer narrative:
D4- the UDI is incomplete because serial number and catalog number were unable to be retrieved as the device was not returned. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
Customer called into the emergency service programme requesting an assistance with an unbale to update timing alarm and clotted inner lumen on a intra aortic balloon along with cardiosave pump, during use on patient. There was no patient harm or injury was noted. The esp personel assisted in troubleshooting the issues adjusting the pacement of elctrodes which increased the quality of signal.flushing was also done followed by restarting the pump, but the customer was unabe to do so because they don¿t use pressure tubing to maintain patency of the inner lumen related to use of fo balloon catheters. The esp personel provided our recommendations for setup and made sure the inner lumen was capped so that no one could access it. Customer denied suboptimal augmentation or any pauses in therapy. The esp personel explained that the console was performing optimally considering the patient¿s clinical picture.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: g2, h6 medical device problem code. Customer called into the emergency service programme requesting an assistance with an unbale to update timing alarm and clotted inner lumen on a intra aortic balloon along with cardiosave pump, during use on patient. There was no patient harm or injury was noted. The esp personel assisted in troubleshooting the issues adjusting the pacement of elctrodes which increased the quality of signal.flushing was also done followed by restarting the pump, but the customer was unabe to do so because they don¿t use pressure tubing to maintain patency of the inner lumen related to use of fo balloon catheters. The esp personel provided our recommendations for setup and made sure the inner lumen was capped so that no one could access it. Customer denied suboptimal augmentation or any pauses in therapy. The esp personel explained that the console was performing optimally considering the patient¿s clinical picture.

Event description:
N/a